Manufacturer narrative:
(B)(4). An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a peritoneal dialysis catheter. The customer reports (B)(6) 2011, after placement of the catheter, a leak was noticed in the catheter a few cm above the cuff that is placed on top of the muscle. The catheter had to be removed and replaced.